Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/29/2025, the user reported experiencing a brief low blood glucose episode during the night, with a recorded value of 58 mg/dl, lasting no more than 30 minutes. The user treated the episode with glucose tablets. No device malfunction or adverse device performance was reported.